Event description:
One of the self retaining cps broke off of the torque-limiting set screwdriver. Dr finished surgery with pt. Later, the post-op x-rays revealed the broken piece was still in the pt. The dr performed revision surgery two days later to obtain the broken piece. No pt complications. The pt is reported to be doing fine.